Event description:
A 2cm peripheral cutting balloon was returned for analysis without a reported allegation. However, device analysis found a pinhole in the balloon. Device evaluated by MFR: a visual and microscopic examination was performed on the device. There were no issues or irregularities found with the tip section, the proximal markerband, or the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the centre of the proximal markerband. No issues were found with the markerband that could have potentially contributed to the balloon pinhole.